Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The caregiver for a peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak occurred with the liberty cycler set. The liberty select cycler alarmed with the m31 air detected in cassette warning multiple times during dwell 3 of 4 of treatment. Fluid was not observed. All lines were securely connected. The patient line (pl) of the cycler set was thoroughly primed during setup. All unused lines were clamped. It was noted that all solution bags (sb) were empty. Fluid was discovered at treatment complete. The location of the fluid leak was not provided. It was noted that fluid was not discovered in the pump module area nor on the external of the cycler set cassette. The fresenius technical support representative advised that the patient follow-up with the peritoneal dialysis registered nurse (pdrn). The patient stated they would not re-setup the cycler and will not revert to manual exchange in order to complete pd therapy. Additional information was requested however a response was not received. It was stated upon initial reporting that the patient did not experience an adverse event or require medical intervention as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The caregiver for a peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak occurred with the liberty cycler set. The liberty select cycler alarmed with the m31 air detected in cassette warning multiple times during dwell 3 of 4 of treatment. Fluid was not observed. All lines were securely connected. The patient line (pl) of the cycler set was thoroughly primed during setup. All unused lines were clamped. It was noted that all solution bags (sb) were empty. Fluid was discovered at treatment complete. The location of the fluid leak was not provided. It was noted that fluid was not discovered in the pump module area nor on the external of the cycler set cassette. The fresenius technical support representative advised that the patient follow-up with the peritoneal dialysis registered nurse (pdrn). The patient stated they would not re-setup the cycler and will not revert to manual exchange in order to complete pd therapy. Additional information was requested however a response was not received. It was stated upon initial reporting that the patient did not experience an adverse event or require medical intervention as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.